Event description:
It was reported that during the implant procedure there was "what would technically be called" a high impedance. It was about 2,800 ohms but there was no "open or broken line." An interrogation prompted them to look at this high value. Two days later it was reported that the impedances were the same pre-operatively and post-operatively. There was a "high" impedance between the combination of case and electrode 7. It was thought that the value was not even 3,000 ohms. No malfunction or cause was determined. No interventions were taken or planned. The patient outcome was reported as "status quo." Refer to manufacturing report #3004209178-2013-00974 for the file related to high impedances pre-operatively.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 64002, lot# n295684, implanted: (B)(6) 2012. Product type: adapter: product ID 37651, serial# (B)(4). Product type: recharger: product ID 3387s-40, lot# v103455, implanted: (B)(6) 2008. Product type: lead: product ID 3387s-40, lot# v103455, implanted: (B)(6) 2008. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).